Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted: (B)(6) 2018, (B)(4) stent graft implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the ed (emergency department) due to acute onset of sob (shortness of breath). An interrogation report indicated that there was t-wave oversensing within the atrial refractory period post bv (bi ventricular) pacing on the right ventricular (rv) lead but it does not appear to influence device behavior. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the ed (emergency department) due to acute onset of sob (shortness of breath). An interrogation report indicated that there was t-wave oversensing within the atrial refractory period post bv (bi ventricular) pacing on the atrial lead but it does not appear to influence device behavior. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.